Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues with loss of capture (loc). The patient underwent a revision procedure, and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.